Event description:
The customer reported that on (B)(6) 2011 erroneous elevated potassium results were generated from an olympus au400 clinical chemistry analyzer for seven patient samples. The erroneous results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Repeat results were lower. The customer noted bubbles in the reference solution lines in the ion-selective electrode area of the instrument. Instrument chemistry calibration and quality control results were within the customer's established specification during the timeframe of this event. No patient specific information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced a faulty ion-selective electrode valve assembly. The instrument was returned into operation after completion of the necessary and verified repairs. The root cause of this event was a faulty ion-selective electrode valve.